Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented during a follow up in clinic. Right ventricular (rv) lead thresholds had been rising and noise was observed on the lead. The lead was capped and replaced on (B)(6) 2018. Patient was stable prior, during and post procedure.